Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer followed up with the site and was advised that the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the universal surgical manipulators (usm) moved with unintuitive motion. Poor usm control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure that there was non-intuitive motion against the arms. The caller was unsure if the issue was against one specific usm or multiple usms. There were no related errors in the logs. The customer reseated the instruments, but then the reported problem returned. The intuitive tech support engineer (tse) recommended the customer reseat the endoscope and sterile adapter, and if there was no change to replace the endoscope. The customer proceeded with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.